Event description:
A nurse reported that following a cataract with intraocular lens (iol) implant procedure, the patient had tass (toxic anterior segment syndrome) on post-operative day one, with inflammation confined to the anterior chamber. Unspecified topical steroids were started and follow up has been scheduled. Additional information has been requested, received and stated tass onset was seen on post-operative day one following surgery on the right eye. Cultures were not performed. Conjunctival inflammation, aqueous cells and aqueous fibrin were present. By post-operative day six, the patient had eye pain, trace corneal edema and scleral redness. Medication adjustments were made, noted potential for surgical intervention of lens rotation due to blurry vision from 031 degree to 180 degree. Inflammation and fibrin were reported to be improving. Intraocular pressure was noted as increased and treated topically with unspecified medication. Patient took nsaids (non-steroidal anti-inflammatory drugs), antibiotics and steroids as a post operative medication. Additional information was received that the patient had undergone intraocular lens repositioning surgery on post-operative day twenty-nine. The patient was evaluated one day post intraocular lens repositioning surgery and was noted with mild inflammation, which was expected to improve, and vision was blurry. Patient current condition was continuing. The patient will be further monitored due to additional surgery for significant findings. This report pertains to ophthalmic viscoelastic involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in section b5. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information indicated that the most recent chart note was from a nine-day postoperative visit following intraocular lens (iol) repositioning. The blurriness had improved, although the vision remained somewhat blurry. However, the general postoperative appearance was good, with no signs of toxic anterior segment syndrome (tass). The patient was advised to return for serial refractions at future visits.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the reported event. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.